Event description:
Complainant alleged that during routine testing and preventative maintenance, the device display error message code "error 70" on the monitor screen. The complainant indicated that there was no paitent involvement in the reported failure.